Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor #: (B)(6). Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the donation bag and its leukoreduction filter was received for investigation. Aggregation was observed in the bag. The leukoreduction filter was tested for flow rate and air leaks. No flow rate was noted and it was confirmed that there were no air leaks the manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause for this failure could not be determined. There were no abnormalities noted in the manufacturing, testing, and inspection records for this lot. Leukocyte leakage is commonly caused by the following factors. Characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristic of donors. Pressure loaded on filter membranes - when a physical stress on filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.